Event description:
Adverse event: systemic drug eruption - in 2004 - a female patient, received artz dispo injection for osteoarthritis of the right knee. The following month - she had pain behind her both ears and swelling and tenderness at her right neck. Her physician suspected mastoid bacterial infection and prescribed kefral. He also intra-articularly injected rinderon and xylocaine because of her right knee pain. The next day - eruption was occurred. The following day - internal medicines were stopped taking. She had breathing difficulty, so the physician suspected anaphylactic shock and intravenously gave an intravenous drip injection of solu-medrol (steroid) and prescribed prednisolon (steroid) to the patient. The next day - anti-histamic agent was added for itching. Her face was swollen, so the physician suspected renal impairment and examined her urine. The physician additionally prescribed polaramine (antihistamine agent). Three days later - he changed the prescription to alesion (antiallergy agent) because her symptoms were reduced. Three days later - he prescribed azulfidine-en again for test. Whether the patient used azulfidine-en or not was unknown. At 1:00pm, systemic redness and warmth occurred and she went to another hospital where she was admitted to until four days later. That day - her symptoms were improved. The physician reported drug eruption, hyperventilation syndrome, anaphylactic shock suspect, and renal impairment suspect were occurred. He considered the reactions of the first week of the month, and eruption occurred after increasing the dosage of azulfidine-en. He suspected azulfidine-en and kefral, while he denied artz dispo, relifen, acetaminophen and yakuban20. Facility reported there were five suspected drugs except for artz dispo. Facility considers artz dispo couldn't be ruled out possibility of systemic drug eruption because "rash" such as urticaria has been mentioned in the product description.

Manufacturer narrative:
This is a definitive report. This case was reported initially from facility on 03/20/2006. We investigated this case to the injecting physician and he concluded this case does not relate to artz dispo. Therefore, we made decisions not to report to any authorities. We received a notice from facility on 09/11/2009. Manufacturer comments: from the point of view of chronological relation, artz dispo unlikely contributes to the reported event since artz dispo was just injected 10 days before. The injected physician does not relate to the event to artz dispo. Our medical expert stated that azulfidine-en is, therefore, most likely relate to the event. Over 20 years experience on market, the reaction that occurred such time course like this has not been reported. In conclusion, we regard this case as no relation to artz dispo.